Manufacturer narrative:
On may 6, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 175cc breast implant was found to have a tear (a) on the posterior view and a tear (b) on the anterior view, measuring approximately 0.8 cm and 5.0 cm respectively. Microscopic examination was performed on the edges of the tears (a and b), and parallel striations were found in an area of the tear (a) on the posterior aspect, measuring approximately 0.1 cm, consistently with the information provided that the implant was damaged during the explantation. The cause in the remaining area of the tear (a) could not be identified. Regarding tear (b), a microscopic examination was performed and the cause of the rupture (b) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (b), and the thickness was within manufacturing specifications. As the authorization form for examination was not received the evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the ruptured (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 175cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient will undergo bilateral explantation and replacement surgery on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 8, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).